Event description:
Technician reported that this bed was found out of service in the basement. (B) (4) reported that there were no injuries due to the brakes not holding. This bed has no brakes.

Manufacturer narrative:
Technician adjusted the brakes to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.